Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure declined, and a pericardial effusion was observed on the echocardiogram. An attempt was made to perform pericardiocentesis for drainage, and the pericardial effusion resolved. The case was completed with cryo. Further information indicated post procedure, st elevation and successive inflammatory reaction were observed. Anti-inflammatory drugs were administered, and the patient was placed under monitoring. It was noted a pericardial effusion was observed again, and pericardiocentesis was performed. Atrial fibrillation was observed for a few days post procedure but the patient reverted to sinus rhythm and stable patient status was noted. The patient's hospitalization was extended one week. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least twenty-three applications were performed with catheter 2af284 / 88584-62 on the date of the event. Failure files confirmed the system notice of (#50013) was received indicating that the refrigerant level was too low to continue. This system notice is not related to any adverse event. A clinical issue encountered during cryo ablation procedure the patient's blood pressure declined, and a pericardial effusion was ob served on the echocardiogram. Post procedure, st elevation and successive inflammatory reaction were observed. Anti-inflammatory drugs were administered, and the patient was placed under monitoring. It was noted a pericardial effusion was observed again, and pericardiocentesis was performed. Atrial fibrillation was observed for a few days post procedure but the patient reverted to sinus rhythm and stable patient status was noted. The sheath, 4fc12/07512, was not returned for investigation. In conclusion, the clinical issues (pericardial effusion, pericarditis, st elevation and hypotension) were encountered during procedure. No indication of product malfunction. The sheath was not returned for investigation. If information is provided in the future, a supplemental report will be issued.